Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm recur multiple times. Nothing further was reported. The insulin pump will return.

Manufacturer narrative:
Not in manufacturing mode. Low battery alarms and then pump error were noted in detailed trace/long trace downloads. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Unit was received with minor scratched lcd window, cracked case(battery tube) and cracked retainer.